Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5: reference MFR. Report# 1627487-2019-00075; reference MFR. Report# 1627487-2019-00077; reference MFR. Report# 1627487-2019-00078; reference MFR. Report# 1627487-2019-00080. It was reported the patient experienced lack of pain relief. As a result, the patient underwent surgical intervention wherein the drg system was explanted.

Manufacturer narrative:
Manufacturer references were unintendedly excluded in the initial report. This report contain missing information.

Event description:
Device 4 of 5. Reference MFR report# 1627487-2019-00075, 1627487-2019-00077, 1627487-2019-00078, 1627487-2019-00080.